Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. MRI tech reports the patient (pt) needs a lumbar MRI and the ins has been inactive and dead for 2 years. Unknown reason why it is dead. Patient reported that when it started to go low, pt could not get a connection. Pt thought it just depended on low device and the remote control. Loosing charge quickly, having to charge often. The issue has yet to be resolved. The doctor sent patient to have an MRI because pt is having hip and back issues. Doctor wants those resolved before moving forward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.